Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that customer experienced air bubbles in reservoir. It was reported that customer had infusion set and reservoirs replace, but continues to have issues with air bubbles. Customer's blood glucose was 400 mg/dl. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. After troubleshooting, customer was advised to return infusion set and reservoir for analysis; this was a past event. Customer also reported of receiving a no delivery alarm, but it was resolved by a complete set change. Reservoir would be replaced.